Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy at time of malfunction. Reportedly, the customer had an alternate pump for insulin therapy available.